Event description:
On (B)(6) 2012 the pt reported that his doctor advised him to discontinue use of the infusion device due to several hypoglycemic events. Most recently, about three weeks ago, the pt was at work when he felt his blood glucose level was low. The pt was near unconscious, he was attempting to retrieve a (B)(6). A coworker noticed his state and took him to the hosp. The pt was in the hosp for three hours and was given an IV to bring his blood glucose level back up. His blood glucose level was 32 mg/dl when he arrived at the hosp. His normal range is 80-200 mg/dl. The pt is making no allegation against the performance of the infusion device. He stated that he was trying to finish a project at work and neglected to eat, which is what caused the low blood glucose level. The infusion device is not being requested to be returned for eval at this time.